Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the intensive care unit. The patient was having persistent low flows. An echocardiogram was performed and showed that the right ventricle was not moving well and right ventricle thrombus as well. The site initiated right ventricle support and completed a chest (CT) computerized tomography scan to rule out pulmonary emboli. It was reported that the patient was non-compliant with their anticoagulation and heart failure medications. The patient was placed on inotropes. The patient's flows went back to baseline and the clinical exams improved. It was reported that the patient will be discussing their medication regimen prior to a discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events was confirmed through the submitted log files; however, the low flow events reportedly resolved following right ventricle support and anticoagulation medication. The report of a thrombus in the right ventricle and a possible thrombus in the pump¿s inflow or outflow could not be confirmed as there was no product or diagnostic imaging available for investigation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of a potential pump thrombus, a thrombus in the right ventricle, and right ventricular dysfunction could not be conclusively established through this evaluation. The patient was admitted to the intensive care unit (ICU) for persistent low flow values on (B)(6) 2020. An echocardiogram was performed that demonstrated severe right ventricular dysfunction and a right ventricular thrombus. It was also reported that there was suspected inflow or outflow obstruction due to thrombus. A chest computed tomography (CT) scan was performed that was negative for pulmonary embolism. It was reported that the patient has been non-compliant with taking heart failure medication and anticoagulation medication. In the ICU, the patient was placed on heart failure medication, and the patient¿s anticoagulation medication was increased. The patient¿s flow values subsequently increased back to baseline, and the patient¿s clinical exam improved. It was reported on (B)(6) 2020 that the plan was to discharge the patient to home once medication compliance was improved. The submitted log files contained data from (B)(6) 2020. Multiple low flow hazard alarms were captured on (B)(6) 2020, some of which were sustained. Estimated flow appeared to decrease over time through the periodic log files as pulsatility index (pi) increased. However, the system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU) lists thromboembolism and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. The IFU outlines indications of thrombus as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range. Additionally, the IFU outlines indications of right heart failure as well as possible treatments. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.